Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced a burn mark on the lens. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "burn mark on the lens" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image has roughness (poor image) and air/ water cylinder (tube) has foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation and image roughness is traced to component failure and for the foreign material is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.